Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. Multiple dilation with a non-boston scientific (bsc) balloon catheter and another non-bsc device was used to secure the lumen. Pre-dilation was performed resulting to 25% residual stenosis. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, so a guide extension was used. Subsequently, the distal side of the stent strut was lifted. The device was removed normally from the patient. The procedure was completed with another of same device. There were no patient complications nor injuries reported.